Manufacturer narrative:
Patient information was not provided for reporting. Device was implanted. Explant date is not applicable. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent an unknown procedure. During the procedure, an insertion handle for multiloc humeral nailing system was used to target the screw to the intramedullary nail. The targeted screw missed the intramedullary nail. Therefore, a second hole had to be drilled. There was a surgical time delay for an unknown length of time. Patient and procedure outcome were not reported. Concomitant devices reported: intramedullary nail (part# unknown, lot# unknown, quantity# 1). This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.